Manufacturer narrative:
Additional device system component part number: pa017697-0570-0188. Evaluation results: the reported inaccuracy was not confirmed. The device was tested using a 3.67 cm calibrated tissue equivalent phantom. The measured value was 3.6 cm, which is within specification.

Event description:
The customer reported an inaccurate aortic diameter measurement using their bvi 9600 device. The bvi 9600 device in aortoscan mode measured a patient's aorta at < 3 cm; however, CT showed that there was a 4 cm abdominal aortic aneurysm. The customer repeated the aortoscan 7 times total with the same results.